Event description:
The caller reported difficulty with recharging. Technical services (ts) was able to get the caller to start another recharge session, and the battery was at 30%. Caller said scs therapy never relieved patient's pain, around the beltline, thus patient stopped using scs therapy. Patient trying to recharge the implant to allow MRI mode. Additional information was received from the patient stating the cause was because they didn't charge the unit for a few months. Patient restated previous symptoms. They met with a manufacturer representative (rep) numerous times to do xrays for wire placement and still no relief. The issue has not been resolved and they are looking for surgery to remove the battery which was suggested to them by their long-term hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.